Event description:
It was reported that both xlif decade plates were implanted at l3-4 and l2-3 levels as part of xlif procedure. After repositioning patient and acquiring intraoperative CT, metal artifacts were observed in in the area of each plate. Upon further examination on fluoroscopy, it was determined metal debris was left behind from the xlif. Patient was re-exposed via lateral approach, and the metal debris was retrieved and both found to be a broken portion of the plate lock screw.

Manufacturer narrative:
The device has not yet been received for evaluation. The root cause cannot be determined at this time. A supplemental report will be submitted upon receipt of additional information.